Event description:
Additional event of "any creases" was reported. Device has been explanted.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, linear opening on radius. Leak test and microscopic analysis was performed which identified: sharp linear opening on radius. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius assessed as an unidentified (tear) opening and creases are observed but have no relationship with manufacturing.

Event description:
Healthcare professional reported left side deflation. Additional event of "any creases" was reported. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported a left side deflation. Device remains implanted.